Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 16d29t1, medical device expiration date: unknown, device manufacture date: unknown. Medical device lot #: 16a14t1, medical device expiration date: unknown, device manufacture date: unknown. Results: bd received seven samples from the customer facility for investigation. The samples underwent functional testing under pressurized conditions. They were also evaluated and the customer's indicated failure mode for sleeve non-recovery with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for sleeve non-recovery was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers indicated failure mode.

Event description:
It was reported that the bd vacutaine® safety-lok¿ blood collection set leaked due to sleeve non-recovery. No injury or medical intervention.